Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, the most likely cause of the reported event is attributed to user handling. The instruction manual states: " do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure."

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure, the basket broke off inside the patient while the surgeon was attempting to break a large stone. The patient was taken to surgery for removal of the basket. The basket retrieval procedure was performed concurrently with the removal of the patient's gallbladder.